Event description:
The complainant alleged that during a routine shift check by a clinician, the device allowed an open air discharge. The complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
The complainant alleged that during a routine shift check by a clinician, the device allowed an open air discharge, also the circuit breaker trips when the device is power on. The complainant indicated that there was no pt involvement in the reported malfunction.